Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient had a sore over the site of her pump. Everything else was working normally. The surgeon was planning to revise the pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The pump and catheter were both replaced. At the time of this report, the issue was not resolved. Additional information received on 2025-09-10 indicated that the patient had a skin wound at the pump pocket site. The patient stated that the wound started "months ago" and they had burning at the pump pocket site. The pain physician was able to move the pump in the pocket under fluoroscopy in order to fill the pump without poking through the wound. The patient was told by the surgeon that her catheter was disconnected in the pump pocket and medication was leaking into the pocket. It was unknown if diagnostics/troubleshooting was performed. The surgeon replaced the pump and catheter on (B)(6) 2025. The pump was put back in the same pocket as the wound. The patient was seeing wound care to help heal the wound. At the time of this report, the issue was not resolved.